Manufacturer narrative:
Manufacturing review of the device history record for the reported lot shows that all units were quality released on 3-09-2017 having met all internal manufacturing specifications and qc acceptance requirements for workmanship and biological indicator testing for product sterility. The instructions for use for the cormatrix cangaroo ecm envelope (lb-20266) currently lists risk of infection as a potential complication.

Event description:
The patient is an (B)(6) male with an ICD change out procedure with capsulectomy performed on (B)(6) 2017 using a cangaroo ecm envelope (cmcv-009-lrg - lot#m17a1017). The ecm was hydrated with vancomycin. A wound check was completed on (B)(6) 2017 and again on (B)(6) 2017 showing a skin tear and bleeding. The area was cleansed and pressure applied until bleeding stopped. Another wound check visit was performed on (B)(6) 2017 and showed a pocket infection. The ICD and cangaroo devices were explanted on (B)(6) 2017 and replaced with different product. The site investigator states that the event was possibly related to the procedure and possibly related to the device. The probable cause of the event was listed as, "small tear over device pocket developed post generator change that became infected."